Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was in the emergency room being evaluated for hemolysis and thrombosis. During the evaluation, the manufacturer was requested to evaluate the patient's waveforms and history for any abnormalities. The patient was presented with abnormally high watts (9-11's), and low pi (3's), but was otherwise asymptomatic. The manufacturer confirmed results back to the hospital after reviewing the log file. The pump operating parameter was normal for the first approximately 4 days, and then shows the power trending upward with pi trending downward for the last approximately 1 day of the log file. The log file recorded 13 pi events and several "power cable disconnect" alarms but no other events logged. They were then instructed to use other clinical diagnostic measures in the hospital to confirm hemolysis and thrombus.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.